Manufacturer narrative:
(B)(4): evaluation summary: evaluation of the returned device revealed the clip was fully deployed. The safety release slider had been pushed inward out of the retaining tabs. The vessel locator wings were bent. The damage detected with the safety release indicates an attempt was made to collapse the vessel locator wings using the safety release button during a difficult device removal. During clip deployment, the vessel locators are designed to automatically collapse so as not to interfere with the clip deployment; however, the vessel locator wings of this device were bent distally the most probable root cause for the bent locator wings is due to tissue compressed between the distal end of the tubes and behind the open locators creating distal forces during thumb advancement bending the locator wings and subsequently contributing to the stuck condition. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, after clip deployment, the device was difficult to remove from the patient's artery. The physician removed the device using the access ports as indicated in the instructions for use. Hemostasis was achieved with the clip. There were no reported adverse patient effects. Though requested, no additional info was provided.